Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported improper or incorrect procedure or method was due to the user not establishing final arm angle. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. The first mitraclip xt was implanted successfully. During the procedure with the a second mitraclip xt, deployment establish final arm angle (efaa) was not performed. After deployment of the clip, it was observed on fluoroscopy that the clip had opened to approximately 30 degrees from fully closed. An additional mitraclip was implanted to stabilize the first clip. It was reported that the clip was stable on both leaflets. The final mr was grade 1+. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided.